Manufacturer narrative:
The insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self-test and unexpected restart error test. The insulin pump passed all operating currents tested within the spec range and passed off no power test. The insulin pump received with cracked reservoir tube lip, cracked case near display window corners, cracked on display window and minor scratches on display window noted. No discoloration on the screen or lcd resilient cover noted. No moisture damage noted on electronics assembly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had experienced multiple high blood glucose levels and that there was a problem with the insulin pump. The customer noticed a crack on the left hand side of the insulin pump's screen. The customer also noticed condensation on the inside of the screen. There were colors on the screen that looked like a rainbow. The customer does not know how the damage had occurred. The customer's high blood glucose level had gone up to about 500 mg/dl. The customer treated their high blood glucose with the insulin pump. The customer declined troubleshooting for the high blood glucose. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.